Manufacturer narrative:
Corrosion damage was identified as the probable cause of the failure. Corrosion damage can occur over time with repeated autoclave cycles.

Event description:
The micro sagittal saw was sent for eval because it was running on its own w/o activation. The event occurred during routine maintenance testing. No adverse event was associated with the device.